Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and got hospitalized on (B)(6)2024 for greater than 24 hours due to hyperglycemia and high ketones. The blood glucose level was 860 mg/dl at the time of event and the patient treated with insulin drip, insulin pump, and manual injection/insulin pen. Symptoms patient reported at the time of hospitalization event feeling sick/unwell flu like headache tired/weak altered vision/vision changes extremity pain/cramps increased thirst. The patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007032 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007032 was manufactured according to the work instruction (wi) version 78 packaging in the multivac 12, on 04/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g.,nausea, vomiting, abdominal pain, confusion) and lot 6007032 and one other complaints have been registered in tw for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one more complaint received with same lot, harm code and malfunction code. No further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.